Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other components were returned for evaluation. Visual inspection revealed that the deployment sleeve of the carrier tube was in full rear lock position with color bands fully exposed. The tamped collagen and anchor were found attached to the suture and the tamper tube was completely released from the carrier tube. The tip of the sheath was found to be mutilated with a sharp object. No functional testing was possible since the state of the returned device was fully in a deployed state. IFU states: "warning: under normal conditions, the angio-seal¿ insertion sheath should not move into or out of the artery for the remainder of the angio-seal¿ device deployment procedure. Using the sheath markings as a guide, ensure that the sheath position has not changed.'' Based on the returned device, the complaint could be confirmed for non-deployment pullout. The returned state of the device likely resulted from the user manipulating the sheath at the tip and deploying all bioabsorbable components outside of the patient. The likely root causes for this issue may include the device not being positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device foot plate did not come out. There was no patient injury, medical/surgical intervention required. The procedure outcome was good. Additional information was received on 21oct2020. The procedure being performed was a peripheral. A 6fr procedural sheath was used. They reported that the angio-seal device was and was not deploying properly. A pre-deployment angiogram was performed. They held pressure to achieve hemostasis. The procedure was completed successfully. The patient's condition was stable.